Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of thrombosis is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left anterior descending artery (lad). A 3.5x15mm xience xpedition stent was implanted in the lad on (B)(6) 2014. The patient was readmitted on (B)(6) 2016 with angina with non-st-segment elevation myocardial infarction. An angiogram confirmed the stent in the lad was patent, but a new lesion in the left circumflex (lcx) artery was identified. A xience alpine stent was implanted successfully in the lcx. The patient was readmitted on (B)(6) 2017 and angiography confirmed in-stent thrombosis in the lad at the 3.5x15mm xience xpedition stent. The lesion was treated with intracoronary thrombolysis and thrombectomy, followed with indefinite dual antiplatelet therapy (dapt). No additional information was provided.